Manufacturer narrative:
An event regarding dislocation involving an unknown liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no items were returned. -medical records received and evaluation: not performed as no medical records were received. -device history review: not performed as the reported device was not properly identified. -complaint history review: not performed as the reported device was not properly identified. Conclusions: the exact cause of the event could not be determined because no medical records, x-rays or device were provided for evaluation which is needed to determine the root cause for the reported event. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. Not returned.

Event description:
It was reported patient had a right hip revision due to dislocation as well as deficiency in patient bone anatomy. Doctor's remove liner and head and replaced with new stryker liner and head.